Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose and insulin flow blocked alarm. Blood glucose level at the time of the incident was in the 400's mg/dl which was treated with a shot. Customer's parent declined to troubleshoot. The insulin pump was not replaced or returned for analysis.